Event description:
Per the customer the device will not allow alteration during case and showing inaccuracies as the post terrior shift happened automatically. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : no product return per the customer.

Event description:
Per the customer the device will not allow alteration during case and showing inaccuracies as the post terrior shift happened automatically. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.